Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was presented to the hospital with seizures and was sedated with propythal. The pump was turned down to minimum rate. The patient was sedated and intubated in the intensive care unit (ICU) due to the seizures. The pump was infusing compounded baclofen, morphine, clonidine, and bupivacaine. The patient status at the time of the report was alive with injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.